Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms were received. Blood glucose (bg) was 500 mg/dl. Bolus via pump and insulin injections were used to address bg. Customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous fluids, manual injections and bolus via the pump. Elevated bg was resolved and customer was discharged the next day. As the occlusion alarm had occurred in the past, tandem technical support could not determine a cause of the event.